Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that a patient implanted with this right ventricular (rv) lead experienced dyspnea, dizziness, and lightheadedness following a fall. Technical services (ts) was consulted and identified loss of capture (loc) and high capture thresholds on the rv lead, with documented heart rates as low as 20 beats per minute (bpm). Pacing outputs were adjusted, and ts recommended continued patient monitoring at physician discretion. No additional adverse patient effects were reported. This rv lead remains in service.